Manufacturer narrative:
The customer replaced the display assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the screen was black. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. In the biomed shop, the device was visually inspected and there was no damage to the display parts. The remote service engineer (rse) advised the customer that the software will need to be updated to version 3.00 and replace the display assembly. The part information for a user interface assembly was provided.